Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.